Manufacturer narrative:
(B)(4) date sent: 11/21/2016. Batch # (B)(4). The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was void of staples. Further analysis of the device showed that the trocar was damaged not allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. It is possible that the damaged was due to an improper handling of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an open gastrectomy, the anvil could not be set with the housing. Another device was used to complete the case. There were no adverse consequences to the patient.